Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had blank display after battery change. Customer states that insulin pump alarmed for off no power but they receive low battery alert prior to off no power. Customer also reported that customer experienced high blood glucose of 550 mg/dl, 400 mg/dl and 498 mg/dl treated with manual injection. Customer¿s blood glucose was 216 mg/dl at the time of call. Insulin was exited at quick release and drive support cap was normal. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test and displacement test or verify low battery alert due to blank display. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.